Manufacturer narrative:
The device was received with currents in specification. No blank display was noted. The lcd board was fine. The device passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and stated that he is changing the battery in the pump and the pump is not really powering up like it used to. Customer stated that sometimes he has to the battery back out a few times and put back in before will start up. Customer bg for event was unknown. Customer is reporting blank display events. Troubleshooting was performed and there was no resolution. The product is returning.